Manufacturer narrative:
Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The defective part was returned to livanova (B)(4) for further investigation. During the investigation the reported issue could be confirmed. As root cause for the reported issue a dissolved glued connection could be identified. However it was not possible to determine how the connection got dissolved. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during setup. There was no patient involvement.